Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) in a sealed package. Visible debris was observed inside the packaging tray. The particles were tested and determined not to be biological in nature. Fourier transform infrared spectroscopy analysis (ft-ir) was performed and the material of the debris was identified as a 91% match to zein, purified. However, at this time it is unknown the source of where the debris originated. A retraining on inspection procedures will be conducted. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This is the first complaint for this device that sss has received for debris in the packaging.

Event description:
It was reported that it was noticed that there was "debirs in the package" of the laproscopic device. The device was not used.